Manufacturer narrative:
(B)(4). An 040 humidifier adaptor and package with lot number 16f16 was received for evaluation. Visual inspection shows that the snap cap is placed too far down the adaptor body. A review of the manufacturing event log showed no issues that may have contributed to any quality issues reported. All process parameters were within specification, all in-process qa inspections were acceptable, and all post sterility and package integrity tests were acceptable. It is unlikely the defect occurred during the assembly process for the adaptor. A test was performed by placing two defective adaptors (snap cap placed too far down on adaptor body) on the 040 humidifier assembly machine. The pick and place for the assembly machine locked up when picking the adaptors to be placed in the packaging pouch. When the assembly machine moves to pick up the adaptors, the machine locks up and will not place the adaptors in the packaging pouch. It was determined that the root cause for the reported issue was shipping related. A conclusion code could not be found.

Event description:
Customer complaint alleges "aquapack's connection is stuck. Cannot connect to the oxygen tube. Cannot be screwed on." Alleged defect was detected prior to patient use. No report of patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However the investigation of said device is still in progress at the time of this report. Based on the lot 16f16 provided for which the DHR resides at (B)(4) lot numbers for component (B)(4) were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. A CAPA was opened. CAPA is currently under effectiveness verification. This report will be updated at the conclusion of the device investigation.

Event description:
Customer complaint alleges "aquapack's connection is stuck. Cannot connect to the oxygen tube. Cannot be screwed on." Alleged defect was detected prior to patient use. No report of patient involvement.